Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible when the pod was removed. According to the patient the pod was discarded.

Manufacturer narrative:
Correction to b5 from "it was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible when the pod was removed." To "it was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible when the pod was removed. According to the patient the pod was discarded." Correction to h6 from b17 to b18 correction to h11 from "according to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms." To "according to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause.no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible when the pod was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.